Event description:
Same case as MFR: 2134265-2013-02552. It was reported that during a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric shaped, 10mm in length, de novo target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery (lad). The lesion was pre-dilated. A 330 cm rotawire floppy guide wire successfully crossed the lesion. Then a 1.25mm rotalink plus was selected and was loaded onto the 330 cm rotawire guide wire. An attempt was made to platform the device outside the patient; however, the rotablator console had been left set at approximately 250,00rpm, the technician tried to lower the rpm speed, but during this time the rotawire guide wire snapped at the very tip of the burr. It was further reported that it took approximately 15-20 seconds for the speed to be lowered and approximately 120cm of the distal end remained. It was unclear as to whether there was a kink in the rotawire guide wire at the point of the break. The broken portion of the rotawire guide wire which was outside the patient was left inside the rotalink plus. The portion of the rotawire that remained in the patient was removed. It was noted that the rotawire guide wire was inside the patient during platforming. The vessel was re-wired and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Event description:
Same case as MFR: 2134265-2013-02552. It was reported that during a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric shaped, 10mm in length, de novo target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery (lad). The lesion was pre-dilated. A 330 cm rotawire floppy guide wire successfully crossed the lesion. Then a 1.25mm rotalink plus was selected and was loaded onto the 330 cm rotawire guide wire. An attempt was made to platform the device outside the patient; however, the rotablator console had been left set at approximately 250,00 rpm, the technician tried to lower the rpm speed, but during this time the rotawire guide wire snapped at the very tip of the burr. It was further reported that it took approximately 15-20 seconds for the speed to be lowered and approximately 120cm of the distal end remained. It was unclear as to whether there was a kink in the rotawire guide wire at the point of the break. The broken portion of the rotawire guide wire which was outside the patient was left inside the rotalink plus. The portion of the rotawire that remained in the patient was removed. It was noted that the rotawire guide wire was inside the patient during platforming. The vessel was re-wired and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed the device returned in two sections: part#1 (proximal) presented the body kinked at 73.0cm and at 74.9cm approx. From the proximal end; and part#2 (distal) presented the body kinked at 21.5cm and at 122.4cm approx. From the distal end. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: evidence supports torsion overload event in an area of the wire presenting wear reduction as the mode of wire failure for both samples 1 and 2. In addition, sample 1 presented a final shear/tear moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).